Manufacturer narrative:
Based on the current information provided, the cause of the procedure complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an intuitive surgical, inc. (Isi) failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and 2 days of hospitalization. The patient was stable and was asymptomatic. The pneumothorax was discovered with a post-procedure chest x ray. The size of the pneumothorax was initially 2 centimeters (cm) and repeat chest x ray showed an increase to 2.5 cm. The target lesion was in the right middle lobe about 17 millimeters (mm) in size and 40 mm from the pleura. The physician reported that the pneumothorax was not device related, there was no device malfunction and that the event would have likely occurred via another modality. The patient was reportedly discharged home.